Event description:
It was reported that the pump was alarming. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not performed as it was not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. No visual inspection was documented; functional testing showed that the customer's stated problem was verified faulty motor. The device displayed error 116 with a continuous alarm. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced motor.